Event description:
Ous MDR - after an implantation period of approx. 60 months, it was reported that the patient was admitted to hospital because of multiple shocks. In the clinic, oversensing could be reproduced during a follow-up. A possible lead fracture was assumed. Tachycardia therapy was disabled and the patient is scheduled for a revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed noise artefacts on the rv channel which led to vf detection with shock delivery as reported in the complaint text. Furthermore the trend curves demonstrated a varying sensing amplitude around 15 mv. The shock impedance was varying as well around 75 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.